Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that the pump history for the basal doses given did not correlate with the basal rates in the settings. The patient noted she had dropped the pump into water. On unspecified dates afterwards, the patient obtained the elevated blood glucose readings of 400 mg/dl and 490 mg/dl, and she experienced the symptoms of frequent urination, dry mouth and nausea. The patient tested negative for ketones. The patient did not seek any medical attention or treatment. Troubleshooting revealed the pump was set correctly for the basal rates. It was also determined on some dates the pump history for basal doses given was lower than what was recorded in the total basal doses given history of the pump. The issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump basal history issue occurred. Therefore this complaint is being reported.